Event description:
During assessment of PICC leakage, it was noted determined that the red lumen noted to have 2cm tear around 10cm mark. White lumen intact.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.